Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump battery depleted overnight and upon turning the pump back on, the pump indicated a data log corruption. Blood glucose (bg) level was 544 (mg/dl) with moderate level of ketones. Reportedly, the customer consulted with contact and healthcare provider to address bg level and regarding backup therapy.